Event description:
It was reported that a balloon rupture occurred. During a procedure, a 4.00 x 48 synergy ii drug eluting stent was used, but before positioning the device onto the guide and without inadvertent manipulation of the device, a rupture of the body of the balloon occurred. No patient complications were reported in relation to this event.